Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a leaking infusion set and communication problems with the sensor. She stated she was trying to prime her set and after she had released the act button, insulin continued to leak out. Customer stated she had changed both reservoir and infusion set. Customer's blood glucose was 164 mg/dl. The customer was advised to call back when the issue occurs to troubleshoot the issue. No additional information provided.